Event description:
During surgery, the tip of the ivus (intravascular ultrasound) catheter broke off in the patient on the percutaneous wire. The broken tip was retrieved from the wire without incident.